Event description:
Same case as 2134265-2013-08793. Reportable based on device analysis completed on (B)(4) 2013. The 75% stenosed lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A non-bsc balloon was advanced but failed to cross the lesion. A 3.50x16mm promus element plus drug eluting stent was selected and advanced but also failed to cross the lesion. Two same size non-bsc stents were advanced but also failed to cross the lesion. A 3.50x28mm promus element plus stent was advanced but failed to cross the lesion. Eventually the procedure was completed with a 3.50x32mm promus element plus stent. No patient complications were reported and the patient's status was normal. However , device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. This kinking is consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the lesion. An examination of the crimped stent found that the stent was compressed in its mid-section. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).